Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori had an internal error when they tried to connect the real intelligence robotic drill. The drill port was blinking and it was not possible to connect the drill. The screen froze, and they were unable to exit the case properly. The procedure was completed, with a non-significant delay by changing the surgical technique to manual procedure. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Reference number: case (B)(4).

Manufacturer narrative:
Section h10: the real intelligence cori used for treatment was not returned for evaluation, however photos of the screen were provided in the field report for review. The connection screen indicates there is no connection to the drill. The second screenshot indicates "internal error-the system has detected that the application unexpectedly exited". A relationship between the reported event and the device was established. A functional evaluation could not be performed because the device was not returned. The most likely cause of this event is a loose connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation internal complaint reference number: (B)(4).